Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported experiencing loss of stimulation. The patient had not charged the ipg for an unknown period of time (date of event is unknown). The sjm representative confirmed the ipg was unable to communicate with external devices. Surgical intervention may take place as the next course of action.